Event description:
Pt that had a tracheostomy procedure on (B) (6) 2010. Approx 3 hours after the initial procedure, the respiratory therapist responded to a low pressure alarm on the ventilator. An audible leak could be heard around the trach tube. The rt attempted to reinflate the cuff without success. The pt was returned to surgery and a new tube was inserted. The tube was thrown away and is not available for investigation.